Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the site has not experienced the reported issue since the original occurrence.

Event description:
A medtronic representative reported that, while in 3d acquisition mode, the imaging system exited and restarted without prompt from the user. Following the restart, the system functioned as designed. The reported issue occurred during a spinal fusion where the site elected to continue use of the imaging system. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.